Manufacturer narrative:
Device monitored for several days and no blank display noted. However, device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery or verify a21 and a35 due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank screen. The customer was assisted with troubleshooting and display did not returned back. Customer reported that insulin pump had unexpected restart and motion sensor test failure alarm. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap was neither missing nor damaged, and the spring was neither damaged nor corroded. The customer was reported that the insulin pump display returned after restart. Customer reported that insulin pump kept resetting and counting up to 7 and again turn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.